Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was missing. The blood glucose level was 6 mmol/l. The customer reported that the transmitter was not blinking on the sensor and the electrode was missing. The troubleshooting was not performed for missing electrode. The sensor will not be returned for analysis.